Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was the device was hard to cut and coagulate. During mechanical testing the jaw opened and closed as intended. The device was functionally tested with a gen11 and an alert screen was displayed. A probable cause of an alert screen is blade damage. Due to the blade condition we were unable to test the tissue effect issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an unknown procedure, the device was hard to cut and coagulate; titanium tip was shifting. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.